Event description:
It was reported that when an asymptomatic patient had presented to the clinic for a follow up, post-paced t-wave oversensing was noted on the stored egm. Reprogramming changes were made.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.